Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving reading of 170 mg/dl obtained on the sensor and experienced symptoms described as "pasty mouth, vomiting and loss of consciousness". Customer was seen at the hospital where a reading of 300 mg/dl was obtained on the hcp meter and determined to have unspecified problem related to inner ear that caused vomiting and appearance of ketone bodies. Customer was hospitalized and treated with tanganil via IV, insulin humalog via IV and spasfon (dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving reading of 170 mg/dl obtained on the sensor and experienced symptoms described as "pasty mouth, vomiting and loss of consciousness". Customer was seen at the hospital where a reading of 300 mg/dl was obtained on the hcp meter and determined to have unspecified problem related to inner ear that caused vomiting and appearance of ketone bodies. Customer was hospitalized and treated with tanganil via IV, insulin humalog via IV and spasfon (dose unknown). There was no report of death or permanent impairment associated with this event.